Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had her lead cut at the end of the header block that connected to the ins, the electrode end of the lead was still attached to the ins and the ins was explanted. Rep did not know if the lead end was seal or capped off. Patient reported efficiency was not as good as expected. When patient trialed scs, patient was getting relief however when implanted with scs patient indicated the pain relief stopped working for no reason. Patient was then implanted in same spot with a pump. Rep reported they were unable to explant surgical lead as it would require laminectomy therefore patients paddle lead was cut and left inside. It was reported patient always had csf leak. Patient had positional several headaches, especially when in the bathroom straining. It was reported the headaches were severe about the night before. Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2020 reporting that the explant occurred on (B)(6) 2020 and the explanted device was discarded. The cause of the lack of effective therapy was reported to be due to the paddle placement and the unrelated csf leak. No further complications were reported.